Manufacturer narrative:
Section d4 has been updated to correct the lot number from 1932900070 to 193290070.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. There were 145 brand new samples and 11 used devices returned for evaluation. A visual and functional inspection was performed and a leaking between the cross spike and the tubing was detected. The root cause can be attributed to the manufacturing process. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the bags were leaking.